Event description:
It was reported that there was an issue connecting a pump to wi-fi. When customer select ¿options¿ and navigated to the wi-fi status page, all options¿except for ¿data set status¿¿are greyed out. There was patient involvement, but no harm indicated.

Manufacturer narrative:
The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported event of the issue connecting a pump to wi-fi was confirmed based on the review of the error logs; and the error could be replicated during the laboratory testing. From on (B)(6) 2024, to on (B)(6) 2025, several errors code 600.6870 (cib_communication_error) were recorded. From on (B)(6) 2024, to on (B)(6) 2025, several errors code 111.2000 (comm_failure) and error code 150.2100 (comm_transmit_failure) were recorded. The last infusion was recorded on (B)(6) 2025, at 1:07 pm with a rate of 125ml/h and a vtbi of 10ml, during the infusion the pump module s/n: (B)(6) was in use. The returned system was powered on, in the ¿as received¿ no errors or alarms were observed. The wireless status was displayed with the status ¿associating¿ and ssid ¿ehc¿. Then, the bd¿s network configuration was uploaded to the device. The wireless status showed to be ¿associated¿ with ssid being mnetwifi. An infusion test was conducted on the suspect device, which was connected and set to an infusion rate of 100 ml/hr, after approximately 20 minutes, the suspect pcu displayed the error code 600.6875 then, the network card on the suspect pcu was temporarily replaced with a known good test dchu lab network card for testing purposes only. The suspect pcu powered on as expected and after 2 minutes the network error code 600.6875 was displayed again. This suggests that the root cause of the malfunction is not caused by the wireless card. The original network card was re-installed into the suspect pcu, then, the logic board was temporarily replaced with a known good test dchu lab logic board for testing purposes only. An additional infusion test was conducted on the suspect device, which was connected and set to an infusion rate of 50 ml/hr for approximately 48 hours. Throughout the test period, no alarms or anomalies report were observed. The bd alaris tm pcu and bd alaris tm pc unit technical service manual states in the troubleshooting section the subcodes that describe the subsystem failure and the wireless network division, the manual shows the subcode 6870 its attributed to a wireless network communication failure. Root cause: the root cause of the reported displayed issue connecting a pump to wi-fi is being attributed to faulty logic board. The error logs recorded multiple errors related to a malfunction of the logic board. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.